Manufacturer narrative:
(B)(4). Approximate age of device - 5 years, 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient had developed renal dysfunction resulting in need for dialysis. The patient was to inform the lvad team of his decision on moving forward with dialysis or not. Before sharing the decision with the lvad team, the spouse found the patient expired on the bathroom floor with all components disconnected. The spouse reported hearing an alarm but was unclear on the specific alarm. The alarm was thought to most likely be the driveline disconnected alarm. It was reported that the device was operating as expected prior to the event, and that the device did not contribute to the renal issues. All equipment was disposed of and log files were not submitted or obtained. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported renal dysfunction could not be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.